Event description:
A nurse reported that an intraocular lens (iol) became damaged in the cartridge of the iol delivery system. It was also reported that during insertion of the iol, the capsular bag ruptured and widening of the surgical incision was necessary to remove the lens. A different iol was placed in the sulcus. Add'l info has been requested.